Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Initial reporter and facility were unknown at the time of reporting. 510(k) is dependent upon the device model number and is therefore, unavailable no parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a shunt. It was reported that the patient was sent to the emergency room over the weekend for dizziness and the patient stated a scan was performed (possibly a CT). They stated that there may be an potential issue with the shunt. The patient has an appointment at the health care professional to gain more information.